Manufacturer narrative:
(B)(4). Date sent: 6/6/2023. D4: batch # x96d4x. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the 2h12lp device was returned with the universal seal component disassembled and inside a plastic bag. Upon evaluation of the universal seal, it was observed to be not properly welded. The sleeve was visually inspected and no damaged found. No conclusion could be reached regarding what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 5/9/2023. B3: unknown, assumed first day of month that complaint was reported. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was found that the trocar was broken when the trocar was about to puncture. Another device was used to complete the case. There were no adverse consequences to the patient.